Event description:
Consumer complaint of blood result reading of "hi". Verified that the test strips are within expiration date (07/19/2017). Vial of test strips were opened about two weeks ago. Performed a back to back blood test: hi and hi. Stores the meter and test strips in the meter case in the bedroom. Expected range for the blood results are around 200 mg/dl. Reviewed the last 5 blood results in the meter memory (the customer states that the date is incorrect): 463 mg/dl on (B)(6) 2014 at 11:38 pm; hi on (B)(6) 2014 at 11:36 pm; 201 mg/dl on (B)(6) 2014 at 03:30 pm; 225 mg/dl on (B)(6) 2014 at 09:59 pm; 189 mg/dl on (B)(6) 2014 at 07:02 pm. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip issue.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).